Event description:
It was reported the patient experienced a change in stimulation and heating at his ipg pocket site. An sjm representative met with him and determined contacts 1 and 2 were invalid and all other contacts were not stimulating the correct areas. Re-programming was not successful in resolving the issue. X-rays are pending. The patient is working with his physician to determine the next course of action.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.